Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The microcatheter with the separated tip was returned for evaluation. The distal segment of the tip was found separated. Proximal to the tip breakage end, the shaft surface was found roughened. Microscopic observation revealed that there were longitudinal scratches on the remaining tip surface. The tip and inner polymers were found stretched and the braids were exposed at the breakage end. The separated tip was approximately 3mm long. The distal segment of the separated tip was stretched and curved for approximately 1mm proximal to the distal end of the tip. Small cracks were observed on the surface. Circumferential cracks were seen distal to the breakage end, indicating that tensile stress contributed to tip separation. Above finding suggested that the tip was torn off due to tensile stress originally at approximately 2mm form the distal end of the tip at the junction of polymer-only segment and polymer-and-braids segment. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was concluded that tensile stress exceeding the product's design limit was inadvertently applied on the microcatheter while its tip was being trapped in the tortuous, severely calcified lesion. The stress caused the tip to be pulled, deformed and eventually torn off during removal along with further applied friction likely generated by the concomitant guide wire. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter separated during a pci to treat a tortuous, severely calcified 90-99% stenosis in the rca #1-2. An asahi guide wire crossed the lesion and then multiple balloon catheters followed but all failed to cross. To use a rotablator, the asahi microcatheter was advanced to replace a rota wire. When the rota burr was delivered, the separated tip of the microcatheter was found remaining on the rota wire. The wire was carefully removed under fluoroscopy, and pulled back to the abdominal artery. A 4mm snare was then advanced to catch the separated tip. The wire was successfully removed with the separated tip. The pci was resumed to perform ablation. The blood flow was reestablished with a drug-coated balloon. The patient was without problem after the procedure and discharged home.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.